Event description:
Upon opening the package, the physician found the tip of the wire to have a rough, sandy feel. The tip was also unravelled and stretched, the product was not clinically. The product has been returned for evaluation and testing; however, the engineering evaluation has not been completed. Additional information will be submitted within 30 days of receipt.